Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation at the third-party service center, the device was visually inspected, and evidence of foam degradation was found. Foam particles were visible, and an error code was present. The device was scrapped.

Manufacturer narrative:
The device was evaluated by a third-party service center.